Event description:
During a routine equipment inspection, it was discovered that there was a firmware update available for the philips intellibridge ec10 module. This update is available to be downloaded from philips incenter website. This firmware is titled "2431". The firmware that was on the device is named "1951". Once I upgraded the device from firmware version 1951 to firmware version 2431, the ec10 module would kick me out of the gooey if I clicked on anything. It would let me log back in, but once I clicked on anything within the device gooey it would kick me out.